Event description:
A customer technical advocate (cta) was contacted by a customer stating, that the cd sapphire analyzer read the barcode for a pt sample incorrectly. The customer states, that sample barcode from a pt from the emergency room was ran in closed mode of operation and was identified as a pt from the hosp floor that was ran in the morning. No pt demographics or identification specifics were provided. No incorrect results were released from the lab and no impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.